Event description:
It was reported that the pt experienced shocking and burning sensations at the neurostimulator site. The pt had a sudden return of symptoms so the stimulation was turned up from 2 to 7. The pt spent tuesday night in the ER due to a burning sensation and ripping pain across the neurostimulator site. X-rays were taken and everything looked fine. Further info is being requested from the hcp.